Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) confirmed the presence of a small deposition surrounding the inlet bearing cup. However, a specific cause for the report of elevated lactate dehydrogenase (ldh), and a direct correlation to (B)(6) could not conclusively be determined through this evaluation. Additionally, a specific cause for the reported pump pocket infection could not be conclusively determined. The pump was returned assembled with the driveline (dl) cut approximately 7¿ from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft, the sealed outflow graft bend relief, and the sealed outflow graft bend relief collar were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Upon disassembly of the returned device, a pink ring deposition was observed surrounding the inlet bearing cup. The deposition appeared to be thin and slightly denatured. Additionally, the deposition was small and did not appear to obstruct the blood flow path. The evaluation could not determine a specific cause for the development of the observed deposition. Furthermore, a correlation between this deposition and the report of elevated ldh could not conclusively be established through this evaluation. Visual examination of the pump¿s remaining blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Of note, although it was initially reported that a computed tomography angiogram (cta) of the chest confirmed thrombus in the inflow and outflow tract, the account later reported that evaluation of the inflow and outflow at the time of the exchange did not confirm the presence of thrombus. The most recent revision of the heartmate ii lvas IFU is rev. C. This IFU lists device thrombosis, hemolysis, and pump pocket infection as adverse events that may be associated with the use of heartmate ii left ventricular assist system (lvas). The IFU outlines the indications of thrombus and how to respond to such events. Section 6 of this document entitled ¿anticoagulation therapy¿ provides details regarding the recommended anticoagulation therapy and inr range. Additionally, section 6 of the IFU entitled ¿patient care and management¿ provides care instructions regarding infection and how to respond to such events. The current heartmate ii lvas patient handbook, rev. C, also contains care instructions for preventing infection which are outlined in various sections of this document. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient did not have any symptoms related to the infection, their current cultures were negative, and the infection was treated with intravenous (IV) antibiotics.

Event description:
It was reported that the patient was admitted for increased lactate dehydrogenase (ldh) on (B)(6) 2021 and was being monitored. Their controller did not indicate any increases in pump power. The decision was made to exchange the patient's pump. The patient was given heparin/integrin, had an international normalized ratio of 2.04, and an ldh level of 756 u/l. The patient's total bilirubin level was elevated and renal function was slightly elevated. A computed tomography angiogram (cta) was taken of the chest on (B)(6) 2021 that confirmed thrombus in the inflow and outflow tract. During the pump exchange procedure on (B)(6) 2021, heparin was given and then increased as pump exposure was reportedly difficult. Cultures were taken from two areas of the pump pocket. The cultures came back positive on (B)(6) 2021 for gram positive bacteria.